Manufacturer narrative:
A4 patient weight updated.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the l1 drg lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of high impedance was confirmed. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. Reprogramming was unable to provide effective therapy. Diagnostics indicated high impedances on the l1 lead, and x-rays showed that the lead was fractured. As a result, surgical intervention may occur to address the issue.